Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that inflation failed occurred. The target lesion was located in the unspecified vessel of left heart. After pre-dilatation was performed, a 3.50x28mm promus premier¿ stent was advanced to treat the lesion. However, the stent balloon catheter would not inflate. The physician kept the unspecified inflation device turned on but still the balloon failed to inflate. The device was removed intact and the procedure was completed with unspecified size promus premier¿ stent. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed tear/rupture in the midshaft.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at 23.6cm and 25.7cm distal to the strain relief. A severe kink was present in the midshaft at 2.6cm proximal to the port. An examination of the kink in the midshaft identified that the midshaft was torn/ruptured at the kink site at 2.6cm proximal to the port and this extended distally on the midshaft for 0.3cm in length. No issues were noted with the crimped stent balloon and tip. As part of the device analysis, the device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the tear in the midshaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).